Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission 28-feb-2018 the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: a review of the black box showed evidence of call service 052/054 alarms. The pump was run for 24 hours with no call service alarms. The pump was removed to find no evidence of internal moisture or defects to the printed circuit board or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.